Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The infection rate seen (66 worldwide incidents out of estimated 150,000+ procedures performed to date) is approximately 0.044% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported patient who developed swelling on the lower left axilla 21 days post miradry treatment. Antibiotics were prescribed for cellulitis. Clinic confirmed the symptoms were resolving.

Event description:
Clinic reported patient who developed swelling on the lower left axilla 21 days post miradry treatment. Antibiotics were prescribed for cellulitis. Clinic confirmed the symptoms were resolving. Update: a culture from the fluid in affected area was taken and results were positive for mrsa. As of 61 days post-treatment, the clinic confirmed the symptoms resolved.